Event description:
It was reported that this patient with (B)(6) right atrial (ra), right ventricular (rv) and left ventricular (lv) leads showed noise on all leads at the same time. The patient is dependent and syncopal. According to the analysis from technical services, this looks like lead-on-lead noise. As the patient is (B)(6) years old, they are considering not changing the leads. Apparently, this situation led to inappropriate anti-tachycardia pacing and there was a six second pacing pause. Programming options were discussed for this patient and system of ra, rv and lv leads that remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5165030, mw5165032.